Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation caused by the essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("severe vaginal bleeding"), pelvic pain ("severe pelvic pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, dyspareunia, abdominal pain, dysmenorrhoea, migraine, back pain, vaginal haemorrhage, pelvic pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation caused by the essure/ perforation (fallopian tube(s)) right fallopian tube"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal)") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: introvale in 2012 and aygestin in 2012. Concurrent conditions included obesity and anemia since 2014. Concomitant products included atenolol, norethisterone acetate (aygestin), norlestrin fe (loestrin fe 1/20), sumatriptan (imitrex) and vitamins. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, 22 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraine/ headaches") and headache ("headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions (skin rash)"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("gastrointestinal or digestive system conditions: constipation") and diarrhoea ("diarrhea"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain and uterine cervical erosion ("cervical erosion"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy), surgery (hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy), surgery (she had ablation), surgery (ablation) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, menorrhagia, vaginal haemorrhage, uterine haemorrhage, allergy to metals, migraine, headache, fatigue, weight increased, constipation, diarrhoea and uterine cervical erosion outcome was unknown, the dyspareunia, dysmenorrhoea, vaginal discharge and nausea had resolved and the rash and alopecia was resolving. The reporter considered allergy to metals, alopecia, constipation, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, rash, uterine cervical erosion, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. On (B)(6) 2017, the essure device was noted on the right to be perforated through the fallopian tube and adherent to the mesosalpinx; there was some fat in the mesosalpinx and this is where the essure was resting on. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: migraine, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation caused by the essure/ perforation (fallopian tube(s)) right fallopian tube"), menorrhagia ("abnormal bleeding (menorrhagia)") and device breakage ("device breakage") in a 28-year-old female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's previously administered products included for an unreported indication: introvale in 2012 and aygestin in 2012. Concurrent conditions included obesity and anemia since 2014. Concomitant products included atenolol, norethisterone acetate (aygestin), norlestrin fe (loestrin fe 1/20), prenatal (prenatal vitamins [vit c,b5,b12,d2,b3,b6,retinol palmit,b2,b1 mononitr) and sumatriptan (imitrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, 22 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/ pain") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraine/ headaches") and headache ("headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions (skin rash)"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("gastrointestinal or digestive system conditions: constipation") and diarrhoea ("diarrhea"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and uterine cervical erosion ("cervical erosion"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy), surgery (she had ablation) and surgery (hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, device breakage, vaginal haemorrhage, abdominal pain, allergy to metals, back pain, migraine, headache, fatigue, weight increased, constipation, diarrhoea and uterine cervical erosion outcome was unknown, the pelvic pain, dyspareunia, dysmenorrhoea, vaginal discharge and nausea had resolved and the rash and alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, constipation, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, uterine cervical erosion, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation caused by the essure/ perforation (fallopian tube(s)) right fallopian tube"), device breakage ("device breakage"), vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: introvale in 2012 and aygestin in 2012. Concurrent conditions included obesity and anemia since 2014. Concomitant products included atenolol, norethisterone acetate (aygestin), norlestrin fe (loestrin fe 1/20), sumatriptan (imitrex) and vitamins. On (B)(6) 2013, the patient had essure inserted. In july 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, 22 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). In september 2013, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In october 2013, the patient experienced migraine ("migraine/ headaches") and headache ("headaches"). In december 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)", allergy to metals ("nickel allergy"), rash ("rashes or skin conditions (skin rash)", fatigue ("fatigue"), weight increased ("weight gain"), constipation ("gastrointestinal or digestive system conditions: constipation") and diarrhoea ("diarrhea"). In january 2017, the patient experienced nausea ("nausea"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, device breakage (seriousness criteria medically significant and intervention required) and uterine cervical erosion ("cervical erosion"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy),surgery (she had ablation) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, vaginal haemorrhage, menorrhagia, uterine haemorrhage, allergy to metals, migraine, headache, fatigue, weight increased, constipation, diarrhoea and uterine cervical erosion outcome was unknown, the dyspareunia, dysmenorrhoea, vaginal discharge and nausea had resolved and the rash and alopecia was resolving. The reporter considered allergy to metals, alopecia, constipation, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, rash, uterine cervical erosion, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. On (B)(6) 2017, the essure device was noted on the right to be perforated through the fallopian tube and adherent to the mesosalpinx; there was some fat in the mesosalpinx and this is where the essure was resting on. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: migraine, pelvic pain. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal uterine bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.